Event description:
Upon interrogation of the device on (B)(6) 2013, the user was unable to program patient information in the patient screen. No indication of programming was displayed at the top of the screen. However, parameters could be successfully reprogrammed in the parameters screen. A patient record file was successfully created that day. Nevertheless the device was not implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.